Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation verified no abnormalities observed on the returned sample. Observed 3 needles were punctured on the urine meter air. Evaluation conducted by introducing water into the urine meter to verify the flow rate of water out from the drainage bag. As result, the water was out smoothly without any restriction. Further, evaluation was conducted by removing all the needles and sealing the air vent on the urine meter, by using a clear tape prior introducing the water into the urine meter and drainage bag. Water was introduced again to verify the flowrate. As result, the water was out smoothly without any restriction. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "this product must be stored in a cool, dry place, away from wet and direct sunlight." (B)(4).

Event description:
It was reported that no urine flow was observed on the 8th day after placement. Subsequently, the bag was replaced. It was later reported that the urine flow was not good. After the user punctured the air filter, urine flow improved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine flow was observed on the 8th day after placement. Subsequently, the bag was replaced.